Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only received recently. As soon as the samples are evaluated and the investigation of the alleged event completed, a supplemental report will be filed.

Event description:
The customer advises issues of short fill..

Manufacturer narrative:
Received 1rk 454334/b20113ct for evaluation. No samples of 454334/b200336u were received, this lot expired february 2021. This portion of the complaint cannot be determined. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples of 454334/b20113ct were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Some of the samples were evaluated in a blood draw. Samples were centrifuged using recommended gbo parameters within 2 hours. No hard bubbles at the top of the plasma layer as described by the customer were observed. The complaint could not be duplicated on 454334/b20113ct. Corrected data: b5: event description; h3: received and evaluated samples; h6: type of investigation. Investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states there are bubbles laying on the top of the plasma layer. They believe it to be some sort of artifact. Bubbles do not spin down; they resemble champagne bubbles, but are hard. The top (coag analyzer) gives sensor errors. Additional issue of short fill was also advised by the customer.